Event description:
It was reported that while preparing for surgery, it was noted that the packaging of the blade would not peel open as specified. It was also reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was returned for eval. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.